Event description:
Caller reported a tandem mobi cartridge alarm, which caused blood glucose levels to rise to 550 mg/dl. The customer managed this high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support confirmed the cartridge alarm and will replace the pump; a replacement pump with updated software will be sent to the customer. The customer was advised on the necessary steps for using and returning the pump, and training will be available through their source account.